Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) reported that the customer stated the iabp was not functional, and observed system failure alarm. The fse observed fault code #65. There was a potential issue with the solenoid driver board not energizing k8; therefore the fse replaced solenoid driver circuit as a precaution, and label,screw concealment. The iabp passed all functional and safety tests per factory specifications, and was returned to customer being cleared for clinical use.

Event description:
During routine testing, the customer observed electrical test fails code # 53 had been generated. There was no patient involvement or adverse event reported.